Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated shoulder surgery on (B)(6) 2019. R2019. The clinician programmer was unable to recover the ipg. Surgical intervention may be pending to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced. Issue resolved.